Manufacturer narrative:
Information references the main component of the system and other applicable components: product ID: 3389s-40, lot# va0phqn, implanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0mfkl, implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from the consumer via a family/friend who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that CT scan showed that the lead was a little over 2 mm off target. The patient was waiting for a call from the manufacturer representative (rep) to determine if the issue would require a surgical intervention to correct. It was stated that the patient could hardly walk due to lack of balance. This was considered a sudden change in therapy/symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.